Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient three plus diffuse lamellar keratitis (dlk) of the left eye one day following lasik treatment. The topical steroids were increased and an oral steroid pack was prescribed. The patient called in six days later reporting that her vision was getting blurry after discontinuing her topical steroid. The patient is expected to return for a potential flap lift and rinse the same week. Additional information received; the patient's issues are beginning to resolve. The dlk has improved to one plus and is expected to gradually resolve. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.